Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log into pim. A technical support specialist (tss) found that the application server was experiencing high memory usage. The print spooler service was consuming up to 4 gb of ram, leading to resource exhaustion and causing the rabbitmq service to stop unexpectedly. The tss joined a bridge call and worked with the hospital it team to clear the print spooler folder and review all printers to ensure they were using the correct drivers and configured on ip ports rather than wsd (web services for devices). The issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server fchpyxesp01 a reoccurred rabbitmq service failure caused login issues with pyxis logistic inventory manager (pim), resulted on users being unable to log in. The customer requested a root cause analysis (rca) for the reoccurred rabbitmq service issue impacted pim access. However, there were no delays or adverse events or injuries reported based on this event.